Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On the same day of onset, the patient was treated with unspecified antibiotics for peritonitis. The patient was recovering from the event. Physioneal and nutrineal therapies were ongoing. The reporter declined to provide further information. No additional information is available.